Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Balloon angioplasty was performed on a tight stenotic valve in the axillary vein. The physician was manually manipulating the evercross when the balloon burst. The physician believes the balloon ruptured around 30atm (rated burst pressure is 14 atm). When the balloon burst, the distal balloon was removed, but part of the delivery shaft remained on the wire. The physician pulled the wire back and the remaining portion of the balloon was captured safely.